Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The ventilator was ran overnight without any failure. Completed ovp (operational verification procedure) and the reported issue could not be duplicated . The unit passed all test and runs according to OEM ((original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator shut off while on patient. The customer confirmed that there was no patient harm associated with the reported event.